Event description:
It was reported that there was an issue with regards to telemetry. During pump update, telemetry was interrupted and pump was programmed to stopped pump mode. It was reported that they were unsure of an electromagnetic interference (emi) but the patient was in an electric wheelchair. It was reported that the caller was able to locate previous programming so they were planning on printing last reprogramming and programming previous flex mode. It was noted that the patient was in the clinic every 4-6 weeks for refill/reprogramming.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter; product ID neu_ptm_prog, lot# unknown, product type programmer, patient. (B)(4).